Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 5/30/2024. H6 component code: g07002 - pending evaluation of returned device. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A device has been received for product code 3658; lot#qp2ajp, however it has not yet been evaluated. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. A device has been received, however clarification is requested whether the product belongs to this complaint. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: -product code j603h lot tlmtap -product code y945h lot tjmkes 1. Please clarify if the additional devices belong to this complaint? 1a. If yes, did a device malfunction occur during the same procedure? 2. If not, please clarify if the additional received product belongs to a different complaint? If so, can you please provide the complaint number. 3. If the device was not reported before, please provide more details of device malfunction. 4. If the product doesn¿t belong to any complaint, please let us know so we can discard it or advise if the product is required to be returned. 5. If you have the correct complaint product in your possession, please forward the product to ethicon as soon as possible. If you have already sent the product to ethicon, please reply to ethwcqcom@its.jnj.com with the ups, dhl or fedex tracker number.

Event description:
It was reported that a patient underwent a c-section procedure on (B)(6) 2024 and suture was used. During the procedure, the problem of pulling off suture needle happened in surgery . Changed another two to continue the surgery, the same problem happened. Changed another one to complete the surgery. There were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H3 analysis summary: the product was returned to ethicon for evaluation. Seven unopened samples were received for analysis. Product code j358h. The packets were opened to evaluate the condition of the returned samples. The swage and attachment area were noted to be as expected. The sutures were dispensed without problems, and when examined along the strand, no anomalies were observed during the evaluation. The functional test was performed using instron equipment and the pull force result was above the minimum requirements. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. The event described could not be confirmed as the device performed without any difficulties noted. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.

Manufacturer narrative:
Product complaint (B)(4) additional information has been requested and received. If further details are received at a later date a supplemental medwatch will be sent. Our failure analysis lab received the additional product with reference to this complaint, the following product was received: product code j603h lot tlmtap product code y945h lot tjmkes this complaint is for product code product code j358h, lot qp2ajm and lot qp2ajp. Please clarify if the additional devices belong to this complaint? 1a. If yes, did a device malfunction occur during the same procedure? 2. If not, please clarify if the additional received product belongs to a different complaint? If so, can you please provide the complaint number. 3. If the device was not reported before, please provide more details of device malfunction. 4. If the product doesn¿t belong to any complaint, please let us know so we can discard it or advise if the product is required to be returned. 5. If you have the correct complaint product in your possession, please forward the product to ethicon as soon as possible. Contacted with the sales rep today via phone, the additional products doesn¿t belong to any china complaint. The device upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. A review of the batch manufacturing records was conducted, and no related non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.